Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated it on october 12, 2017. The coating on the outer surface of the jaw was partially came off. The manufacturing record was reviewed and found no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The instruction manual of the device has already warned as follows; warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During a total laparoscopic hysterectomy, the subject device was used. Probe damage error occurred several times. However the doctor continued to use the subject device. After four hours of use, the probe of the subject device fell off inside the patient. The fallen probe was retrieved from the patient with a grasper. The procedure was completed with a similar device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on (B)(4) 2017. The probe was broken off. The coating on the outer surface of the jaw was partially came off. This is the report regarding the coating damage.